Event description:
The customer reported needed assistance in turning off her blood glucose reminder. Assisted the customer the steps on how to turn off and to turn it on. Customer reported while taking a walk had highs, blood glucose was 400's mg/dl and mentioned insulin leaking from the insulin pump. Customer stated connection might be loose so she fixed it and blood glucose went down to 313 mg/dl. Customer will change set and will treat with the insulin pump. Customer noticed air bubbles in the tubing due to she put cold insulin in the reservoir. Advised the customer that cold insulin can cause air bubbles. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.